Event description:
Pt underwent cataract surgery on 09/01/99, and implantation of a staar model aq-2003v intraocular lens in the left eye. During the insertion process, the lens went in sideways and tore the bag. The surgeon said it appeared that the bag was intact prior to lens insertion. The lens was removed. An anterior vitrectomy was done. The surgeon is waiting for the eye to heal (there is some cornea edema) before implanting another lens. Preop va was 20/400 and iop was 16mm. Eight-days postop, va was hand motions. The pt is aphakic until the eye heals and prognosis is good.